Manufacturer narrative:
(B)(4). Batch # n9382t. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, it was also received with the cable/connector cut off. Due to the condition of the device, the functional testing could not be performed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled and it was found that there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the white pad at the extremity of the clamp melted. They changed the handpiece and the clamp. No harm to patient reported.